Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gas trointestinal/pelvic floor. It was reported that their equipment didn't seem to be working. Patient said they were getting a message that said device not responding. Agent walked patient through repositioning the communicator on their implant and patient was still unable to connect to their implant. Patient mentioned they had surgery on their small intestine for a bowel obstruction at the end of july and ins hadn't worked since then. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.